Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic with pacemaker in back-up mode. Programming changes were done on (B)(6) 2022. The patient experienced no consequences.